Event description:
It was reported that the customer was experiencing high blood glucose of 16 to 18mmol/l. It was stated that the customer noticed moisture in the reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.